Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the jaws of the device were sticking. The surgeon had to struggle to get the jaws open with each bite of tissue. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good physical condition. The clamp function as designed, opened and closed properly. The device was tested with a generator and was functional. The batch history records were reviewed with no anomalies noted during the manufacturing process.